Event description:
It was reported to philips that the allura device would not complete the boot up sequence. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The customer reported that the system would not complete the boot up sequence. The issue had also occurred in the tw pr ID (B)(4). To resolve the issue, the fse went onsite in the tw pr ID (B)(4) and determined that the frame grabber card failed to initialize. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. As a part of repair activity, the fse replaced the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.